Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided.

Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. The catheter could not pass through the lesion and a clear image could not be obtained due to the calcification. When the device was removed, it was noted the catheter was twisted. The procedure was completed with another of the same device. No patient complications were reported and after the procedure the patient was stable.

Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. The catheter could not pass through the lesion and a clear image could not be obtained due to the calcification. When the device was removed, it was noted the catheter was twisted. The procedure was completed with another of the same device, and no patient complications were reported.

Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. The catheter could not pass through the lesion and a clear image could not be obtained due to the calcification. When the device was removed, it was noted the catheter was twisted. The procedure was completed with another of the same device, and no patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed imaging core wind up and imaging window detachment near the lap joint. A broken drive shaft was noted beginning 27.4 cm from the distal end of the connector shaft, the imaging window was stretched, and the drive cable and tip were twisted. Impedance test showed an electrical open at the proximal end of the catheter. Th test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.